Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1000 mg/dl and "was going in and out of consciousness". Reportedly, the customer was using basaglar within their pump supplies. Customer was admitted to the intensive care unit with high ketones identified as life-threatening by a healthcare provider. Customer was treated with intravenous fluids (nature of fluids was not known) and was discharged 2 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy. Tandem technical support educated the customer regarding off-label insulin.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.